Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned of a 25mm model 3300tfx aortic valve that was explanted after 3 months and 7 days due to aortic insufficiency resulting from endocarditis. The explanted device was replaced by the same model and size device. Per the operative report, the patient did well and his echo in september showed a normal functioning valve. The patient recently had dental work and subsequently 2 weeks later developed flu-like symptoms. He then presented 2 days ago to an outside hospital with acute chest pain. He was found to have elevated troponins and a cath showed non-opacification of his right coronary artery as well as significant aortic insufficiency and what appeared to be an abscess near the right coronary orifice. Tee confirmed endocarditis with significant perivalvular leakage. Patient was transferred to [hospital] for further care. The patient had preserved lv and rv function. There was clear evidence of significant aortic insufficiency near the right non-coronary commissure and vegetations on the aortic valve. There was clear evidence of endocarditis with partial dehiscence of the annulus near the right noncoronary commissure. After the valve was removed and all pledgets, the annulus was debrided and there appeared to be an abscess which was above the level of the annulus and eroding through the aortic wall towards the right atrium. It was felt that the best way to address the patient's scope of infection was to replace the aortic root. There was a small piece of vegetation in the orifice which was removed. It was felt that this potentially could have been responsible for the patient's acute presentation and also non-opacification of right coronary artery on preoperative angiogram. Per the discharge summary: postoperatively the patient was taken to the cardiovascular recovery unit where the patient remained intubated, sedated, and on several vasopressor agents. These were weaned throughout the afternoon and evening. By the next postoperative day the patient was extubated and transferred to ... As the patient was pacer-dependent. He remained there for several days still pacer-dependent. He was also on antibiotics including ancef, bactrim, and vancomycin until the patient's cultures came back. The patient was seen by cardiology. The patient was scheduled for a permanent pacemaker. PICC line was placed for long-term antibiotics. His cultures grew out staph species and a staph species include staph warneri and staph epidermidis. The patient was ultimately discharged home on postop day 9 from his open heart surgery and postop day 2 from his permanent pacemaker.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A lot history review was conducted and there are no other reports of endocarditis for devices in this manufacturing/sterilization lot as of (B)(4) 2014. The device is not available for return and evaluation because it has been discarded by the hospital. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon has indicated the infection's most likely source to be the dental procedure just prior to hospitalization and replacement of the device. Per medical records, this patient's cultures grew out staph warneri and staph epidermidis.